Event description:
Customer reported the rui console is not working properly. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the emergency stop switch and joystick. System operates as intended.